Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the common femoral and superficial femoral arteries (sfa) with heavy calcification. The emboshield nav6 embolic protection system (eps) filter was used in the procedure with the stealth atherectomy device. Upon retrieval of the filter there was resistance. There was also resistance with the distal tip of the sheath when the filter reached the sheath, although the filter was able to be removed with the retrieval catheter without issue. When the filter was outside the anatomy it was inspected and found to be in two pieces. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove and retraction problem was unable to be tested due to the condition of the returned product. The reported filter membrane separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and evaluation of the returned product, the reported difficulties appear to be related to circumstances of the procedure. It is likely that the reported retraction problem and difficulty removing was due to an excessive embolic load preventing the filter from fully collapsing into the retrieval catheter resulting in resistance and separation of the filter membrane while pulling the partially collapsed filter into the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.